Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed that inappropriate shock was delivered by the implantable cardioverter defibrillator (ICD). Inappropriate high voltage (hv) therapy was attributed to over-sensed noise caused by electromagnetic interference during an unrelated surgical procedure. No interventions were made. The patient was asymptomatic.